Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The high blood glucose level was 438 mg/dl. The low blood glucose level was 20 mg/dl. The customer experienced the symptoms such as headaches at times. The other relevant blood glucose level was 335 mg/dl. The customer was treated with insulin pump for high blood glucose. The customer treated with food for low blood glucose. Troubleshooting was performed for high blood glucose under delivery. The insulin pump will not be returned for analysis.